Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2012. It was reported that she experienced pain, erosion of her internal bodily tissue, pain in her legs, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, depression, anxiety, and grief. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and monarc subfascial hammock was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.